Event description:
On (B)(6) 2012, received a complaint that a pt was burned while using the product. On (B)(6) 2012, received additional info from the user facility indicating that the pt received 3rd degree burns as a result of using the product and they needed to refer the pt to the emergency department at the hospital for treatment.

Manufacturer narrative:
The returned device was evaluated by djo and found to have met specifications and did not malfunction.